Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door during their pd treatment. Fluid was discovered in the pump module and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but to date has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information received states that at the end of treatment, during cycler tear down, the patient¿s nurse opened the cassette door and bloody effluent spilled out over the balloon valves and down to the floor. It was reported that all connections were completed safely and the cycler self-test was completed without issue. The nurse did see a tear on the cassette but no other breaks on the closed system. The patient was prescribed prophylactic antibiotics, keflex 250 mg po tid x 3 days. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is not trained on performing stat drains or manual peritoneal dialysis therapy if needed. Confirmed that the patient has received the replacement cycler. The old cycler has been picked up and returned.

Manufacturer narrative:
Additional information provided in a2, a3, a4, and b5.

Event description:
Additional information received states that at the end of treatment, during cycler tear down, the patient¿s nurse opened the cassette door and bloody effluent spilled out over the balloon valves and down to the floor. It was reported that all connections were completed safely and the cycler self-test was completed without issue. The nurse did see a tear on the cassette but no other breaks on the closed system. The patient was prescribed prophylactic antibiotics, keflex 250 mg po tid x 3 days. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is not trained on performing stat drains or manual peritoneal dialysis therapy if needed. Confirmed that the patient has received the replacement cycler. The old cycler has been picked up and returned.